Event description:
Non-integration. 3 weeks after implantation (primary stability 20 ncm), the implant became loose and to be removed.

Event description:
Non-integration. 3 weeks after implantation (primary stability 20 ncm), the implant became loose and to be removed.